Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Chu de caen (france) informed cook on 21jun2023 about an event in which the wire guide of a thal-quick chest tube set (rpn: c-tqts-1200; lot: 15185543) unraveled. During placement of a chest drain to manage pneumothorax in the axillary of an unknown patient, the wire guide was difficult to retract through the grey introducer which was in the chest tube. During the process, the distal end of the wire guide separated and unraveled but did not break. No portion of the wire guide was left behind in the patient. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. One used wire guide was returned to cook for evaluation. At approximately 30.5cm from the proximal end, the wire guide was noted to be elongated. The safety wire was found to be protruding from the elongated coils. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 15185543 and the related subassembly lots revealed no relevant non-conformances. It should be noted that no other complaints have been associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use -when the appropriate drainage site has been identified, advance the soft ¿j¿ end of the wire guide through the needle and into the pleural space. Note: the wire guide should pass through the needle and advance into the pleural space without resistance. Note: the skin level marker on the distal end of the wire guide can be used as an insertion depth marker on patients with normal anatomy. Note: due to anatomical variations in chest wall thickness, insertion depth of introducer needle, wire guide and dilators will vary from patient to patient. -remove the needle, leaving the wire guide in place. -liberally inject additional local anesthetic into the intercostal muscles surrounding the wire guide. -while maintaining the wire guide position, dilate the tract and opening into the pleural space by advancing, in sequence small to large, the supplied dilators over the wire guide. Introduction into the pleural space is facilitated by rotating and advancing the dilators in line with the wire guide to prevent its kinking. Warning: over insertion of needle and/or dilators may result in serious harm to the patient. Note: it is important to have enough length of wire guide exiting the access site to facilitate controlled introduction of the dilators. The dilators only have to enter the pleural space to their full diameter and should never be advanced beyond the distal end of the wire guide. -with the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relieve resistance before proceeding. Note: it is important to advance the chest tube assembly into the pleural space in the same line as the wire guide. This will make introduction easier and avoid kinking of the wire guide. Note: the distal end of the chest tube inserter should not be advanced beyond the distal end of the wire guide. -remove the wire guide and chest tube inserter, leaving the chest tube in place.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event was due to failure to follow instructions. The IFU states to remove the wire guide and chest tube inserter, leaving the chest tube in place. It¿s likely the wire was damaged being removed through the chest tube inserter. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: pharmacy extern. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide in a thal-quick chest tube set unraveled upon removal. During placement of a chest drain to manage pneumothorax in the axillary of an unknown patient, the wire guide was difficult to retract through the grey introducer which was in the chest tube. During the process, the distal end of the wire guide separated and unraveled but did not break. No portion of the wire guide was left behind in the patient. The situation was said to be stressful for the surgeon, but there was no impact to the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.